Event description:
It was reported that during a scheduled cholecystectomy, this drainage catheter had fractured and was removed at the time. The drainage catheter had been in place approx five days. Another drainage catheter was not placed as treatment was completed at that time. The pt's condition is good. This device was rec'd, evaluated and retained by this MFR. The engineering eval indicated the proximal portion of this catheter was not returned. The distal segment of the catheter measured approx 21cm. The point of break is jagged and uneven. User technique and/or pt anatomy may have contributed to this event, however co is unable to determine in exact cause for this event. The co's direction for use state: "the catheter is designed for external and internal percutaneous drainage of the biliary system.